Event description:
The hamilton microlab at plus 2 instrument did not pipette reagent and sample did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) replaced the inner and outer tip clamp in position 12. The instrument was tested without further problem and was returned to expected operation.